Event description:
It was reported, there are no threads for the set screw in gamma3 nail.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.